Event description:
It was reported that stent damage occurred. A 28 x 3.50 promus premier select drug-eluting stent was selected for use. However, after unpacking, a kink was felt in the stent struts while gently checking with hands. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 28 x 3.50 promus premier select drug-eluting stent was selected for use. However, after unpacking, a kink was felt in the stent struts while gently checking with hands. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: promus select ous mr 28 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the mid to proximal section were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.